Event description:
Boston scientific received information that this system was explanted due to partial erosion, due to system migration. The field confirmed no signs of infection and another system has been successfully implanted at a different location. No other adverse patient effects were reported and no return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.